Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A stability and clinical review has been conducted and has found no indication of any product stability performance issues or clinical performance issues that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver calling on behalf of the customer, obtained unspecified higher glucose scan values when scanning the adc freestyle libre sensor compared to an unknown device. On (B)(6) 2021, as a result, the customer fainted and had a loss of consciousness. The caregiver provided the customer with a glucose pill and glucose water for treatment. It was additionally reported that a sensor reading of 72 mg/dl was obtained compared to a blood glucose reading of 30 mg/dl obtained on unspecified meter on an unspecified date. It is unknown if these readings were obtained within 10 minutes. No further information was provided. There was no report of death or permanent injury associated with this event.